Manufacturer narrative:
Product analysis: the inpact pacific device was returned to medtronic investigation lab for evaluation. The balloon was returned deflated with a balloon twist evident in the mid balloon material. The balloon was inflated to 4atm. The outline of the balloon twist was evident both during inflation and after deflation on the mid balloon material. The balloon was then inflated to 8atm. The outline of the balloon twist was evident both during inflation and after deflation on the mid balloon material. The outline of the balloon twist however became less prominent as the device was inflated. The balloon was then inflated to 14atm. The outline of the balloon twist was evident both during inflation and after deflation on the mid balloon material. Again, the outline of the balloon twist, however became less prominent as the device was inflated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a inpact pacific deb balloon during procedure to treat the superficial femoral artery (sfa). The device was prepped per IFU with no issues identified. It was reported that balloon inflation difficulties occurred. Physician was unable to inflate balloon in the vessel due to balloon twist. A second inpact pacific balloon was attempted and physician was also unable to inflate balloon due to balloon twist. There was no problem removing the balloons. A third balloon was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Additional information: both devices were safely removed from the patient. There was no vessel damage noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.